Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During primary hip replacement surgery the surgeon asked for an accolade tmzf 2.5 132 stem, from an undamaged unopened box the implant box was opened per normal, at that time the nurse noticed the outer lid was not sealed and opened, further inspection was given and the inner lid was opened as well making the implant contaminated.

Manufacturer narrative:
An event regarding a packaging issue with a accolade stem was reported. The event was confirmed. Device evaluation and results: the device was visually inspected on return. Both the inner and outer tyvek lid were found to be peeled back and open as reported in the event description. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other events for the lot referenced. Conclusions: a CAPA was raised to investigate the event. The CAPA concluded inadequate process and controls when required to inspect, identify, disposition, rework, track and reconcile product that is returned from an (B)(4) location. Inadequate identification of product returned from finished goods. Inadequate controls governing the shrink wrapping of product in (B)(4). Recall pr1570495 was issued for this lot.

Event description:
During primary hip replacement surgery the surgeon asked for an accolade tmzf 2.5 132 stem, from an undamaged unopened box the implant box was opened per normal, at that time the nurse noticed the outer lid was not sealed and opened, further inspection was given and the inner lid was opened as well making the implant contaminated.